Event description:
It was reported by customer that they had been hospitalized for low blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 42 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. Customer declined troubleshooting and stated they had adjusted the insulin delivery settings with their healthcare profession. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).